Manufacturer narrative:
Exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. One device was found to be affected by internal debris. One device was found to be affected by a worn o-ring. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was sticking, a condition in which the device has the potential to run without user activation. One reported event had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.